Event description:
It was reported that the patient presented to the hospital after an alert showed low impedance. Inappropriate therapy was also noted. Externalized conductors were observed via x-ray. The lead was explanted. Patient condition after event was stable.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 10.8-13.4cm from the distal tip electrode. The silicone insulation was abraded and the sensing conductor was visible. External insulation abrasion was found at 12.6-13.1cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. External insulation abrasion was found at 8.5-9.4cm from the distal tip electrode, consistent with lead friction t o another device. The etfe coating of one re conductor was abraded at the same location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.